Manufacturer narrative:
The damage of the power cord is situated in a place, in which the cable contacts the bottom side of the cable holder. The holder's function is to fix the cord to the frame in a way, that will prevent detaching the power cord socket from the control box in case the cord is pulled with excessive force during use. If the power cord is excessively pulled or stretched when operating the bed, the cable bends resulting in degradation, if such scenario is repeated continuously during use. This degradation could have led to damage of the internal cable insulation, resulting in high temperatures from a short circuit. Consequently, this caused the external insulation to burn, producing visible sparks and smoke. The IFU for citadel (830.213-en) includes the following information related to handling of the power cord: - "make sure power cord is kept free from all pinch points, moving parts and is not trapped under casters. Improper handling of power cord can cause damage to the cord, which may produce risk of fire or electric shock." - "make sure the power cord is not stretched, kinked or crushed." - ¿make sure the power cord does not become entangled with moving parts of the bed or trapped between the bed frame and head board.¿ - "unplug the power cord from the electricity supply, and store it, before moving the bed." - "visually check power supply cord and mains plug" - it is a preventive maintenance activity to be performed weekly by the caregiver. Based on all the gathered information, the claimed issue occurred due to power cord damage at the mounting point most likely caused by excessive pulling or stretching of the cable. Arjo device fail to meet its specification since sparking and burning mark occurred. The device was not use for the patient treatment at that time. The complaint was assessed as reportable due to the allegation that the sparks were coming from the power cord. No injury was sustained. The device is distributed outside the us, and no gudid information exists.

Event description:
Arjo representative was informed about the sparks and burning mark on the power cable. There was no indication regarding patient involvement. No injury was claimed.